Manufacturer narrative:
Date of report : 09apr2019, date rec¿d by MFR : 13mar2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to replace the flow sensor assembly. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported air flow accuracy failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.